Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies twice. The customer's blood glucose (bg) level was 298 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out the infusion tubing and site. Insulin delivery was resumed without any further occlusions.